Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed: balloon burst j shaped. Slight bunching at distal shoulder of inflation balloon. Kink on guidewire proximal to distal shoulder. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. The reported was confirmed by visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the certitude delivery system balloon ruptured during deployment. The implanters believe a piece of calcium on the sinotubular junction caused the balloon to rupture. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressures, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. A review of the instructions revealed similar contents as documented in the technical summary. Therefore, the IFU/training manuals as identified in the technical summary are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding implant of a 23mm sapien 3 valve in the aortic position via carotid approach. The certitude delivery system balloon ruptured during deployment. The implanters believe a piece of calcium on the stj caused the the balloon to rupture. No harm to the patient was noted at this.